Event description:
It was reported that a dissection occurred, requiring additional intervention. No patient complications were reported. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure. A dissection was observed distal to the arterial sheath. An unplanned, additional stent was placed. The procedure was completed, and the patient woke up neurologically intact.